Manufacturer narrative:
The device history record review investigation for the product visistat 35r 6/box, lot #01a1400147 did not show issues related to the complaint. The device sample has been returned to the manufacturer however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: when the doctor was using the stapler, it was stuck and he was unable to continue using it. The patient's condition is fine.